Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after a tka had been performed on (B)(6) 2019 with a journey ii bcs system, the patient started experiencing pain as an unknown journey bcs / journey ii bcs knee tibial baseplate loosened. Surgeon recommended and scheduled a revision surgery, but patient is seeking for a second opinion. Condition is ongoing.

Event description:
It was reported that, after a visionaire-assisted tka had been performed on (B)(6) 2019 with a journey ii bcs system, the patient started experiencing pain immediately. The knee never stopped hurting, it was always swollen and has been continuously 4°f warmer. Infection was suspected initially, and antibiotics were given, but tests showed no infection in joint. Conservative treatments, such as medication and physical therapy, were prescribed, but the condition remained. Subsequently, x-rays, MRI, and bone scans have shown that the journey tibia base np lt sz 5 loosened. Surgeon recommended and scheduled a revision surgery, which occured on (B)(6) 2022 to explant the whole system. Patient's recovery from surgery is not going well. On (B)(6) 2022, patient had to go to the ER for excessive bleeding. Then, on (B)(6) 2022, patient had to go back in for emergency surgery because the surgeon thought the new implant was infected. Patient is now going through 6 weeks of infusions for the infection for both gram-positive and gram-negative bacteria as the lab test has not been provided yet.

Manufacturer narrative:
H6: clinical and implant codes added. Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that based on the information provided, the root cause of the adverse events was reportedly a loosened tibial baseplate. Patient communicated a revision with postoperative complications; however, no supporting documentation was provided to further assess the root cause. The patient impact beyond the reported symptoms, events, and revision, with postoperative complications cannot be determined. The patient reports continued antibiotic therapy. No further medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed loosening as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, joint tightness, material in use, patient reaction, loss of sterility and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, after a tka had been performed on (B)(6) 2019 with a journey ii bcs system, the patient started experiencing pain as the journey tibia base np lt sz 5 loosened. Surgeon recommended and scheduled a revision surgery, but patient is seeking for a second opinion. Condition is ongoing.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that based on the information provided, the root cause of the adverse events was reportedly a loosened tibial baseplate. However, no supporting documentation was provided to further assess the root cause. The patient impact beyond the reported symptoms, events and planned revision (date unknown), cannot be determined. Although the revision surgery is reportedly scheduled, the patient is seeking a second opinion and the patient¿s current health status remains unknown. Therefore, no further medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, joint tightness, material in use, patient reaction, loss of sterility and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a visionaire-assisted tka had been performed on (B)(6) 2019 with a journey ii bcs system, the patient started experiencing pain immediately. The knee never stopped hurting, it was always swollen and has been continuously 4°f warmer. Infection was suspected initially, and antibiotics were given, but tests showed no infection in joint. Conservative treatments, such as medication and physical therapy, were prescribed, but the condition remained. Subsequently, x-rays, MRI, and bone scans have shown that the journey tibia base np lt sz 5 loosened. Surgeon recommended and scheduled a revision surgery, which is scheduled for (B)(6) 2022 to explant the s+n product. Condition is ongoing.